Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most probable cause could be attributed to the operator's technique. The instruction manual warns users: ¿if the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip.¿

Event description:
Olympus was informed during a therapeutic resection procedure; a portion of the black ceramic tip of the sheath broke off and fell inside the patient. It was reported that device fragment was retrieved utilizing a grasper. There was no bleeding reported. The intended procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection of the received device was performed and found 40% of the ceramic beak broken off at the distal end. The missing broken portion of the ceramic beak was not returned for evaluation. The evaluation noted deep scratches on the remaining intact portion of the ceramic beak. In addition, a severe dent was observed on the outer sheath tube. The cause of the damage ceramic beak and dented outer tube sheath is due to mishandling.